Event description:
Boston scientific crm received info that this right atrial (ra) lead would not stay in position four months after initial implant, and was explanted and successfully replaced. To date, no adverse pt effects were reported.